Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, irritable bowel syndrome, type 2 diabetes mellitus, migraine and hypertriglyceridemia. Previously administered products included for an unreported indication: mirena from 2005 to december 2013. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since september 2015 for birth control. On (B)(6) 2015 the patient had essure inserted. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In november 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In december 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and libido decreased ("hormonal changes describe: decreased sex drive harder to reach climax,"). In february 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: worsening eye sight") and was found to have weight decreased ("worsening eye sight, weight gain / loss, specify which one: weight loss"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced feeling abnormal ("feel horrible"), abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"), rash ("rashes or skin conditions type: recurring rash on hands and feet"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("hands / feet pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal distension, abdominal pain, weight decreased, abdominal pain lower, arthralgia, musculoskeletal pain, neck pain and pain in extremity was resolving, the fatigue, depression, anxiety, feeling abnormal, alopecia, hot flush, libido decreased, rash and visual impairment outcome was unknown and the dysmenorrhoea, nausea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, libido decreased, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy insertion dates: 01sep2015 and 31aug2015. Hand and leg pain pt (pain in extremity ) is same so captured as one event but as back pain is also reported pain in extremity is taken as related listed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on 31-dec-2015: total bilateral occlusion.essure coils were in the proper place. Concerning the injuries reported in this case, the following one/ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, irritable bowel syndrome, type 2 diabetes mellitus, migraine and hypertriglyceridemia. Previously administered products included for an unreported indication: mirena from 2005 to december 2013. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since september 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In november 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In december 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and libido decreased ("hormonal changes describe: decreased sex drive harder to reach climax,"). In february 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: worsening eye sight") and was found to have weight decreased ("worsening eye sight, weight gain / loss, specify which one: weight loss"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced feeling abnormal ("feel horrible"), abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"), rash ("rashes or skin conditions type: recurring rash on hands and feet"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("hands / feet pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal distension, abdominal pain, weight decreased, abdominal pain lower, arthralgia, musculoskeletal pain, neck pain and pain in extremity was resolving, the fatigue, depression, anxiety, feeling abnormal, alopecia, hot flush, libido decreased, rash and visual impairment outcome was unknown and the dysmenorrhoea, nausea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, libido decreased, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy insertion dates: (B)(6) 2015. Hand and leg pain pt (pain in extremity ) is same so captured as one event but as back pain is also reported pain in extremity is taken as related listed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on 31-dec-2015: total bilateral occlusion.essure coils were in the proper place. Concerning the injuries reported in this case, the following one/ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received. Lot number added. Events dysmenorrhea (cramping), fatigue, hair loss,hot flashes, decreased sex drive, nausea, rash, worsening eye sight, weight loss, abdominal pain, abdominal pain lower, neck pain, vaginal discharge shoulder pain, hip pain, hands &feet pain , were added. Lab data updated. Event outcome updated for dysmenorrhea , nausea, vaginal discharge to recovered resolved & for events neck pain, shoulder pain, hip pain pelvic pain, back pain, abdominal pain, hands &feet pain, shoulder pain, weight loss updated to recovering resolving. Historical & concomitant drugs conditions were added. Product information, patient demographic details were updated. Product information & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, irritable bowel syndrome, type 2 diabetes mellitus, migraine, hypertriglyceridemia, adhd, bipolar disorder, sleep disturbance, panic attacks, chills, gerd, diarrhea, vomiting, postpartum depression, skin tags, irritability and gastroenteritis. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2013. Concurrent conditions included rectal bleeding, insomnia, concentration impairment, spondylolysis, bladder diverticulum, urine incontinence, vaginal cyst, cystocele, uterine enlargement and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since september 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In december 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and libido decreased ("hormonal changes describe: decreased sex drive harder to reach climax,"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: worsening eye sight") and was found to have weight decreased ("worsening eye sight, weight gain / loss, specify which one: weight loss"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("feel horrible"), abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"), rash ("rashes or skin conditions type: recurring rash on hands and feet"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("hands / feet pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, fatigue, depression, anxiety, feeling abnormal, alopecia, hot flush, libido decreased, rash and visual impairment outcome was unknown, the pelvic pain, back pain, abdominal distension, abdominal pain, weight decreased, abdominal pain lower, arthralgia, musculoskeletal pain, neck pain and pain in extremity was resolving and the dysmenorrhoea, nausea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, libido decreased, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rash, salpingitis, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy insertion dates: (B)(6) 2015 and (B)(6) 2015 hand and leg pain pt (pain in extremity ) is same so captured as one event but as back pain is also reported pain in extremity is taken as related listed. 2 coils protruding into the uterine cavity on the left and 2 on the light. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure coils were in the proper place. Pathology test - on (B)(6) 2017: result: specimen: uterus, bilateral fallopian tubes clinical history: pelvic pain, vaginal cyst, remove essure final diagnosis: uterus, bilateral fallopian tubes: uterine cervix: mild chronic cervicitis; squamous metaplasia. Endometrium: benign disordered proliferative features. Myometrium: single small subserosal leiomyoma. Right fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walthard's rests left fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walthard's rests. Concerning the injuries reported in this case, the following one/ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, fatigue, back pain, vaginal discharge, anxiety, nausea, abdominal pain and neck pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2019: mr received. Event added: chronic salpingitis. Race information added. Medical history, lab data and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, irritable bowel syndrome, type 2 diabetes mellitus, migraine, hypertriglyceridemia, adhd, bipolar disorder, sleep disturbance, panic attacks, chills, gerd, diarrhea, vomiting, postpartum depression, skin tags, irritability, gastroenteritis and parity 5. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2013. Concurrent conditions included rectal bleeding, insomnia, concentration impairment, spondylolysis, bladder diverticulum, urine incontinence, vaginal cyst, cystocele, uterine enlargement and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive harder to reach climax,") and anorgasmia ("harder to reach climax"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: worsening eye sight") and was found to have weight decreased ("worsening eye sight, weight gain / loss, specify which one: weight loss"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: recurring rash on hands and feet"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("feel horrible"), abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), pain in extremity ("hands / feet pain"), migraine ("migraine"), pruritus ("itchy blotchy burning skin"), irritability ("irritability"), pallor ("bad complexion"), seborrhoea ("oily hair and skin"), rash macular ("itchy blotchy burning skin"), skin burning sensation ("itchy blotchy burning skin"), paraesthesia ("tingling in hands and feet"), procedural pain ("in lot of pain after essure removal") and bladder cyst ("bladder cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, fatigue, depression, anxiety, feeling abnormal, alopecia, hot flush, libido decreased, rash, visual impairment, anorgasmia, migraine, pruritus, irritability, pallor, seborrhoea, rash macular, skin burning sensation, paraesthesia, procedural pain and bladder cyst outcome was unknown, the pelvic pain, back pain, abdominal distension, abdominal pain, weight decreased, abdominal pain lower, arthralgia, musculoskeletal pain, neck pain and pain in extremity was resolving and the dysmenorrhoea, nausea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anorgasmia, anxiety, arthralgia, back pain, bladder cyst, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, irritability, libido decreased, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pallor, paraesthesia, pelvic pain, procedural pain, pruritus, rash, rash macular, salpingitis, seborrhoea, skin burning sensation, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy insertion dates: (B)(6) 2015 and (B)(6) 2015 hand and leg pain pt (pain in extremity ) is same so captured as one event but as back pain is also reported pain in extremity is taken as related listed. 2 coils protruding into the uterine cavity on the left and 2 on the light. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure coils were in the proper place. Pathology test - on (B)(6) 2017: result: specimen: uterus, bilateral fallopian tubes. Clinical history: pelvic pain, vaginal cyst, remove essure. Final diagnosis: uterus, bilateral fallopian tubes: uterine cervix: mild chronic cervicitis; squamous metaplasia. Endometrium: benign disordered proliferative features. Myometrium: single small subserosal leiomyoma. Right fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walthard's rests. Left fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walhard's rests. Concerning the injuries reported in this case, the following ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, fatigue, back pain, vaginal discharge, anxiety, nausea, abdominal pain and neck pain". Most recent follow-up information incorporated above includes: on 27-apr-2020: information received via social media. Events¿ migraine, pruritus , irritability, pallor, seborrhea, rash macular, skin burning sensation, paresthesia, bladder cyst, and procedural pain were added.¿ were added. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, irritable bowel syndrome, type 2 diabetes mellitus, migraine, hypertriglyceridemia, adhd, bipolar disorder, sleep disturbance, panic attacks, chills, gerd, diarrhea, vomiting, postpartum depression, skin tags, irritability and gastroenteritis. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2013. Concurrent conditions included rectal bleeding, insomnia, concentration impairment, spondylolysis, bladder diverticulum, urine incontinence, vaginal cyst, cystocele, uterine enlargement and chronic cervicitis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive harder to reach climax,") and anorgasmia ("harder to reach climax"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced visual impairment ("vision/eye problems type: worsening eye sight") and was found to have weight decreased ("worsening eye sight, weight gain / loss, specify which one: weight loss"). In 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: recurring rash on hands and feet"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("feel horrible"), abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and pain in extremity ("hands / feet pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, fatigue, depression, anxiety, feeling abnormal, alopecia, hot flush, libido decreased, rash, visual impairment and anorgasmia outcome was unknown, the pelvic pain, back pain, abdominal distension, abdominal pain, weight decreased, abdominal pain lower, arthralgia, musculoskeletal pain, neck pain and pain in extremity was resolving and the dysmenorrhoea, nausea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anorgasmia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, libido decreased, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rash, salpingitis, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy insertion dates: (B)(6) 2015 and (B)(6) 2015 hand and leg pain pt (pain in extremity ) is same so captured as one event but as back pain is also reported pain in extremity is taken as related listed. 2 coils protruding into the uterine cavity on the left and 2 on the light. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.essure coils were in the proper place. Pathology test - on (B)(6) 2017: result: specimen: uterus, bilateral fallopian tubes clinical history: pelvic pain, vaginal cyst, remove essure final diagnosis: uterus, bilateral fallopian tubes: uterine cervix: mild chronic cervicitis; squamous metaplasia. Endometrium: benign disordered proliferative features. Myometrium: single small subserosal leiomyoma. Right fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walthard's rests left fallopian tube: chronic salpingitis: multiple benign paratubal cysts; walhard's rests. Concerning the injuries reported in this case, the following ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, fatigue, back pain, vaginal discharge, anxiety, nausea, abdominal pain and neck pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event" harder to reach climax" was added. Patient's demographic was updated. On (B)(6) 2019: no new clinical information. On (B)(6) 2019: no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("feel horrible") and abdominal distension ("she has already lost an inch on her waist and her belly looks much better already"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the back pain, fatigue, depression, anxiety and feeling abnormal outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, fatigue, feeling abnormal and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following one/ones were described in social media by patient: pelvic pain, feeling abnormal and abdominal distension most recent follow-up information incorporated above includes: on 21-nov-2017: social media information was received: according to consumer, she had tubes removed (by surgery) and she was in a lot of pain. She felt horrible and she hopes it gets better for her. On a good note she has already lost an inch on her waist and her belly looks much better already. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.